Manufacturer narrative:
Several attempts were made to obtain clinical audit logs for analysis the logs were not available for analysis, the reported allegation cannot be confirmed. The service engineer indicated that the device was still in use at the time data was collected. As the clinical audit logs were not analyzed, the cause of the reported problem cannot be determined.

Event description:
The customer reports that the mx40 telemetry device alarm did not occur as expected for pulse ox for room 432. This occurred between the hours of 3:30am - 4:00am on 24dec2021. The device was in use on a patient at the time of event and there is a serious injury was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the mx40 telemetry device alarm did not occur as expected for pulse ox for room 432. This occurred between the hours of 3:30am - 4:00am on (B)(6) 2021. The device was in use on a patient at the time of event and there is a serious injury was reported.